Event description:
According to customer, technical error alarms with error code 11 and error code 40001 showed up.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.